Manufacturer narrative:
The insulin pump received with blank display due to corroded battery tube compartment noted. Unable to confirm motor error due to blank dissolved.

Event description:
Customer reported via phone call that insulin pump had motor error alarm. Customer¿s blood glucose was 140 mg/dl at the time of incident. Drive support cap was normal. The customer was able to rewind the insulin pump. Displacement test passed. Troubleshooting was performed. The insulin pump will not be returned for analysis.